Manufacturer narrative:
The product was intended for treatment and was returned for evaluation. There was a relationship between the returned device and the reported incident. A visual inspection of the device observed arcing damaged in the wand port and the foot pedal port was backwards and paint is worn off the bottom of the unit. A functional evaluation of the unit revealed no voltage output. No voltage readings could be recorded and no further testing could be performed. The complaint is verified and the root cause was determined to be an electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection. Failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery the pins burned and one of the connectors. The hand switch and the machine could somehow have shorted. A backup device was used to complete the surgery. No significant delay or patient injury reported.